Event description:
MFR's rep reported a faulty synchromed pump. "Telemetry errors, not able to read pump." Limited info is presently available. A follow up report will be sent when add'l info is received.